Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Internal inspection found the device was affected by fluid ingress. The front bezel, button board, power knob, and selector knob were replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown), the device switched settings on its own. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.